Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) 97715 (B)(6) found it was functionally ok/had insignificant anomalies. Analysis of the 977a260 lead va0vnux020 and va0vnux022 found the outer insulation was breached esc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- (B)(6) 2024 13:29:39 cst: pli#: 10, product ID#: 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID: 977a260; serial#: (B)(6); product type: lead. Product ID: 977a260; serial#: (B)(6); product type: lead. Product ID: 97791; serial#: unknown; product type: accessory. Product ID: 97791; serial#: unknown; product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting inadequate pain relief. They turned off the device, and their pain improved. The patient would like the device explanted. The issue remains ongoing at this time. It was reported that the patient would like the scs device explanted (B)(6) 2024. The patient reported that the scs does not provide relieve and they want it removed. Clinical safety responded with the following information. The patient wanted the device removed and therapy was suspended (B)(6) 2024. The patient not getting relief was casually related to the device. It was reiterated that scs does not provide relief.